Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. The customer's blood glucose level was 200 mg/dl. Troubleshooting was performed and the issue was verified; however, customer declined to reload the cartridge to address the event and continued to use the existing cartridge for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.